Manufacturer narrative:
Physio-control evaluated the customer's device, and verified the error code occurred. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device displayed an error code, and froze for about two seconds. This device behavior can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient use reported with the event.